Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The dish drain o-ring was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit failed the pre-use leak test and was unable to mechanically ventilate due to the leak. There is no report of patient involvement.